Manufacturer narrative:
The device was lost after being removed from the patient¿s eye; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Decreased vision, hyphema and increased iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The safety and effectiveness of the istent® trabecular micro-bypass stent has not been established in patients with refractory glaucoma. (B)(4).

Event description:
Initially, it was reported that the patient moved a lot during the cataract plus trabecular micro bypass stent procedure. This caused excessive bleeding in the patient¿s operative eye (os). There was no report of injury to the patient, and it was unknown if the istent procedure was aborted or if it was completed successfully with a back-up stent. Additionally, the reporter indicated that the stent was lost upon removal because of extra viscoelastic used. The surgeon provided the following additional information to glaukos on 07/23/2018. Reportedly, the procedure was aborted due to compromised visualization and patient movement during the procedure. There was persistent un-resolving hyphema associated with decreased visual acuity and increased iop. An ahmed glaucoma drainage implant was placed and anterior chamber washout was performed. The patient¿s status was reported as ¿guarded prognosis at this time, persistent hyphema even after washout and implantation¿. Per the surgeon, this was ultimately a patient-related issue, and not an issue with the istent device. Additional information was requested from the surgeon who provided the following details on 08/17/2018. The surgeon characterized the hyphema as grade iii (>1/2 anterior chamber vol.), associated with iop increase and bcva loss. An anterior chamber (ac) washout and insertion of tube shunt (ahmed) was performed on (B)(6) 2018 to address the iop rise. Per the surgeon, hyphema and refractive glaucoma are primarily the cause of the reported event, and indicated that the patient¿s medical history may have contributed to the event. The surgeon noted that the patient was not on pre or post-op anti-coagulant meds. The patient prognosis was reported as ¿improving, patient may yet require yag capsulotomy, but hyphema is resolved and iop is stable.